Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set cannula was bent. The customer's blood glucose (bg) level was 651 mg/dl with a high ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and potassium. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for alternate insulin therapy.